Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose had dropped down to 15 mg/dl and they ended up in the hospital on (B)(6) 2017 at 4 pm. The customer was treated with intravenous therapy. They did not remember any even prior to the hospitalization. The customer¿s sister advised that their blood glucose was fluctuating. They were unsure if they were wearing the insulin pump at the time of hospitalization. The customer declined troubleshooting on the insulin pump. They stated that they may have over treated for a meal. The insulin pump will not be returned for analysis.